Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump had "insulin delivery issues." There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.